Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-95728.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 255 mg/dl compared with the sensor glucose reading of 69 mg/dl. Advised the customer that the sensor was reacting to changes in blood glucose levels after treatment. Advised the customer to monitor and educated her on sensor versus blood glucose readings. The customer stated that she was not receiving any alerts or errors with the sensor and just observed the readings being off. Nothing further reported.